Event description:
The ge oec 9800 fluoroscopy system had a mis-marked foot switch found during a in-service by a ge oec clinical imaging specialist.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the customer had switched the foot switch for a physician preference. The foot switch was removed and replaced with a new foot switch and customer advised not to performed non-recommended modifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.